Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had over temp alarm. There was no harm to patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was unable to duplicate temp alarm. Completed repair successfully. Product passed all functional safety tests per manufacturer specifications.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) had over temperature alarm. There was no harm to patient.

Manufacturer narrative:
Updated field- b4,g3, g6, h2, h11. Corrected field- h6-type of investigation.